Event description:
It was reported that the patient experienced pain and discomfort in the cervical, upper thoracic area. The physician assessed there was excessive scar tissue around the spinal cord stimulation (scs) leads. The patient underwent a procedure where the scar tissue was removed. Post operatively, the patient was recovering as expected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7091117. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI): (B)(4). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The leads remain implanted in the patient. Therefore, a physical analysis has not been conducted in our laboratory. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, tissue reaction to implanted materials can occur. In some cases, the formation of reactive tissue around the lead in the epidural space can result in delayed onset of spinal cord compression and neurological/sensory deficit, including paralysis. Time to onset is variable, possibly ranging from weeks to years after implant. Persistent pain at the ipg or lead site are a known risk with the use of spinal cord stimulation. The leads remain implanted in the patient. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted and determined that pain at the lead site is a known inherent risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the IFU.

Event description:
It was reported that the patient experienced pain and discomfort in the cervical, upper thoracic area. The physician assessed there was excessive scar tissue around the spinal cord stimulation (scs) leads. The patient underwent a procedure where the scar tissue was removed. Post operatively, the patient was recovering as expected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI): (B)(4).